Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, and excessive no delivery alarm test. However, the insulin pump had intermittent button response due to moisture damage to the keypad traces. No button error alarm was noted. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corner, broken reservoir tube lip, minor scratches on the display window, a cracked case at the reservoir tube window corner, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 302 mg/dl. The customer stated that the device was fearing on her and she was sweating. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 302 mg/dl. The customer stated when pressed the act /esc buttons while give herself a bolus the device kept scrolling and scrolling. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.